Manufacturer narrative:
Concomitant products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that one day post a device replacement procedure, an alert for high bipolar pacing impedance triggered on the right ventricular (rv) lead. Failure to capture and oversensing noise were also indicated. Detections were turned off and a life vest was ordered for the patient. The patient was sent to an electrophysiologist for further evaluation and it was found that the rv lead was not fully inserted into the device header. The lead was re-inserted and the device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.